Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a programmer error and the hard drive was reconfigured and updated software loaded to resolve. Analysis also found that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer generated an error message. It was noted that the service disk was run but the situation persisted. Follow-up determined that the error occurred mid-interrogation and that the programmer did need to be changed out, and that it occurred following a software update. The programmer was returned for service. No patient complications have been reported as a result of this event.